Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that they had received a safety letter. The mother stated that the keys were stuck during a bolus delivery, and the lock pad will unlock on its own. The caller stated that the customer kept getting random highs, as well her son was receiving large amount of insulin delivered through the insulin pump, and then the customer bottomed out with lows in the 50's, 40's and 30's. The mother mentioned that the customer's device had cracks on the up and down arrows, and from the bottom key pad to the reservoir compartment. The blood glucose reading was 334mg/dl, and he was treated with the insulin pump. The mother also stated that the customer had low blood glucose of 30mg/dl and he was treated with food. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.